Manufacturer narrative:
The recipient is reportedly recovering well.

Event description:
The recipient reportedly experienced device exposure. The recipient was treated for swelling and bleeding at the implant site on (B)(6) 2016. Antibiotic was applied to the implant site. The swelling was initially controlled, however, eventually recurred. The recipient experienced a broken skin flap and device exposure. The recipient's device was explanted.

Manufacturer narrative:
The recipient's initial swelling was controlled on (B)(6) 2016 with a pressing bandage at the implant site. The recipient's skin flap condition is unsteady. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The recipient's wound is healing well. The recipient continues to be monitored.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed well and is in good condition. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
The recipient reportedly was hospitalized on (B)(6) 2017 for a skin flap infection due to poor care condition. On (B)(6) 2017, the recipient underwent a surgical debridement of the skin flap. On (B)(6) 2017, the recipient was implanted on the contralateral side with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly discharged from the hospital on (B)(6) 2017. The recipient's wound is still healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.